Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed inside the transfer set tubing. This was identified during use. The patient had used the transfer set for 180 days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted white residue. This was compared to the defect library and is similar in characteristics to known substances identified as fatty acid (likely calcium stearate), calcium carbonate, and a small amount of carbonyl - based material. The white residue is the condition associated with usage and therapy involving the flushing / draining of effluent. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.